Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection shows that the product was cut in pieces but only one piece was returned for investigation. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00 +21.0 diopter) had chip on edge of the lens. Patient contact was indicated but no injury reported. A same model and diopter lens was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/9/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. Visual inspection shows that the product was cut in pieces but only one piece was returned for investigation. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.